Event description:
It was reported that during an unknown procedure, the tip of the device broke off. The case was completed with another device of the same product code. There was no reported patient consequence.